Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that an error in the motor was detected by reading unexpected value from hall sensor from the insulin pump. The customer's blood glucose reading was 4.9 mmol/l. The customer stated that she was pregnant. The customer stated that she sat down to eat and had an alert that the pump was shutting down. The customer was advised if the error is cleared, the pump initializes and rewinds. The customer stated that the pump has not been knocked or dropped. The customer was advised to do a complete self-test. The customer was advised to monitor the pump and call back if the error occurs again.